Event description:
It was reported that the insulin's gauge was inaccurate and static. The customer¿s blood glucose level was 211 mg/dl. The customer continued to use the current cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.